Manufacturer narrative:
Inspected one opened/used sensor and found sensor electrode damage (twisted near sensor base) no broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Troubleshooting was performed. Customer advised the sensor fractured while in their body. Customer advised the sensor is no longer in their body. The sensor will be returned for analysis.